Event description:
Md ordered change of tube-feeding to include 25cc/o hz9 flush. Pt also on insulin drip blood surgar was checked and found to be 14. At that time, it was discovered that the pump was only pumping water; no tube feedfeed had been infused. D5o and d5w fluids started tubing and enteral pump changed. Patient recovered.